Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that the light adjustable lens (lal) was noted to be missing the trailing haptic upon implantation and the surgeon decided to explant the lal. A capsule tear occurred during explantation of the lens. An anterior vitrectomy was performed, and a new lal was implanted in the sulcus. Sutures were used to close the incision due to the patient having prior 7-cut radial keratotomy (rk) surgery.